Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery module indicator/light emitting diode (led) failed. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR number 1828100-2013-01064. This complaint was initially reported under MDR 1828100-2013-01064. It was discovered on 03/06/2014, that this is a separate issue.